Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that arcing sounds were coming from the tube end of the 9600+ system. There was no report of patient injury.